Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that the pump had been removed. Additional information was received on (B)(6) 2017 and it was reported that the patient was experiencing pain at the pump site and an infection was suspected. The patient's entire infusion system was removed. No further complications were reported/anticipated.